Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported broken light window post and observed device damage could not be determined, however, the issue was likely the result of excessive stress due to user handling/mishandling. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the outer tube was bent and corroded with the light guide window post broken, scratches were found in the distal end of the objective window, the lens was broken in the optical system, and the laser model ring markings were fading. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the rigid endoscope telescope's light post was missing the glass. There were no reports of patient harm.